Manufacturer narrative:
(B)(4).

Event description:
It was reported that " alignment of the jaw is not proper, clips are not loading into the applicator because of the misalignment." This was found prior to use. There was no patient involvement.